Manufacturer narrative:
Manufacturer's analysis found that the output connector assembly of the external pulse generator (epg) was broken. It was also found that the battery drawer was broken on the lower case, and the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.